Manufacturer narrative:
D6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery in a 67-year-old male patient undergoing high-risk percutaneous coronary intervention (hrpci), presenting in scai stage c shock. Shortly before the procedure, while the pump was being connected to the automated impella controller (aic), the purge disc was not detected, preventing normal system initialization. Troubleshooting confirmed that the aic did not recognize the purge disc, and the clinical team elected to switch to a different aic prior to device activation. After switching consoles, the procedure proceeded without further issue, and the patient was successfully supported and weaned, ultimately surviving to explant the same day. There were no allegations of device malfunction affecting the patient, no pump removal due to the event, and no patient harm occurred. Based on the available information, the event is consistent with an aic-related purge disc recognition issue rather than a malfunction of the impella cp pump itself. The issue was resolved by switching to a different controller, support proceeded normally, and the patient experienced no adverse clinical impact. Final assessment remains pending any further product evaluation of the affected aic.